Event description:
A pt reported experiencing hypoglycemia due to high inaccurate results with a fasttake meter. Pt based the evening insulin dose on the ft meter results since 10/2001. Pt reported that pt could have risked pt's life because of living alone. Date of event unknown. On event day, pt woke with blood glucose of 5.0mmol/l on ft meter compared to 1.8mmol/l on a non-lifescan meter. Pt reported that pt has been experiencing hypoglycemia every evening since pt started using the ft meter. Pt reported that because of the hypoglycemia pt has been sleep walking. Upon contacting lifescan, it was found that the ft meter was set in the mg/dl mode. Pt has reportedly refused to go to the hospital. No further information has been reported.